Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003, 233004.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: technical event: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. An UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided; this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that a technical event (B)(4) occurred during active ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The event was confirmed through log file analysis, which verified that te (B)(4) occurred during ventilation on the given date of event. To address the issue, the inspiratory and expiratory valves were replaced. Although no confirmation of part replacement or resolution was received, no further complaints related to the device have been registered in the complaint handling system since the corrective action was taken. Based on the absence of recurring issues and the action performed, it is reasonably concluded that the issue was resolved by replacing the valves.